Event description:
It was reported that the patient was lightheaded and experienced heart rates in the forty's. The right ventricular (rv) lead exhibited possible loss of capture and an elevated threshold. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).